Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since the handling of the device (reprocessing) was deviated from the instruction manual. The customer noted the scope was not well reprocessed before sent back for investigation. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope angulation was not enough. The issue was found during reprocessing. There were no reports of patient harm. During evaluation of the returned device, it was found that the nozzle had foreign objects, bending section cover and adhesive on bending section cover had foreign materials, and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 address - (B)(6). The device was returned and evaluated, and the customer¿s allegation of angulation was not enough was confirmed. Device evaluation found low angulation. The additional evaluation findings are as follows: switch 1 had a scratch, suction cylinder was shaved, right and left knob had foreign objects, switch box had stain, bending section cover had foreign objects, adhesive on bending section cover had foreign objects, light guide lens had a scratch, up and down knob had foreign objects, forceps channel port was shaved, due to wear of angle wire, bending section could not be bent in up direction at all, connecting tube had a scratch, and due to wear of angle wire, bending angle in left direction did not meet the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.